Event description:
The patient reported he is experiencing stronger right sided stimulation upon pressing the upper right side of his scs ipg which is protruding out of the scs ipg pocket site. The patient also reported experiencing a fall a few months after implant; however, stimulation was not affected. The patient was advised to try his other programs to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.